Event description:
The patient reported that his recently implanted leads had malfunctioned and that it had caused a problem in his abdomen. It was also reported that according to the patient's physician there was no perceived failure in the patient's system, and that it was a patient issue that caused the right ventricular (rv) pace/sense/defib lead to dislodge. The lead was removed and replaced. The patient's atrial lead (a competitors lead) had high pacing threshold and was removed and replaced. The patient's left ventricular (lv) pace/sense lead reportedly dislodged cause diaphramatic stimulation and creating the "problem in the abdomen". It was successfully repositioned. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.